Event description:
It was reported that the patient had been having problems with the pump for the last couple of years; ¿since he¿s had it really¿. The patient was ¿getting like intermittent doses¿. The pump wasn¿t ¿working right or something¿. The pump managing physician told them it was something else, but the patient had had multiple tests run as well as lab work and their family doctor and endocrinologist said it had to be something with the pain pump; they thought the patient was experiencing withdrawal. Within two weeks of getting the pain pump, the patient kept falling. Within two months, he had to walk with a cane. Three years ago, he wasn¿t eating much; he lost ¿like eighty pounds¿. He had ¿all these tests done¿ and all the doctors kept saying was ¿it must be that pain pump¿. They told the pump managing physician that ¿this is too much¿ and if he didn¿t turn the pump down, they would find another physician. The pump was turned down and the patient wasn¿t as sick anymore. About once a month, sometimes more often, the patient continued to have episodes of chills/he was freezing and then he was really hot and broke out in a sweat. Sometimes the patient was nauseous. The patient saw his family doctor last week and he said it sounded like the patient was going through withdrawal. The pump was initially delivering dilaudid and then late last year it was changed to morphine and that didn¿t help. A couple of years ago a dye study was done because they thought the catheter had calcified around the end, but that wasn¿t it. Today ((B)(6) 2013), the physician told the patient that he may be kinking the catheter depending on what position he¿s in. Last week the office called the patient and told him to come in because they were going to start weaning him off. The physician told them that he routinely replaced the pumps at 5 years and the patient¿s pump was almost at the 5 year mark. At one point, the patient was in the hospital for a week while they tried to figure out what was going on with him. The worst spell the patient had was two years ago in (B)(6). At pump refills, the pump was filled with 20cc; the amounts they got back varied between 2 to 11 cc. The most was 11 cc and it was because they were having him go in every month, but they were taking out so much and throwing it away that they had him start coming in every 2 months. So on average he was going in about every 56 days. The time they got 11 out, he had ¿quite a few of those spells in that timeframe¿ and when the girl that took it out went to ask about it they were told that there was nothing wrong. They blamed it on the ptm (personal therapy manager), but the patient hadn¿t used it in years; he stopped using it after the first 2 years. The patient was always sick to his stomach around refill times. Three years ago, the patient had ¿every test you could possibly have; had a pe t scan¿ and everything came back okay; the patient saw 4 different doctors and they said it had to be related to the pain pump. They were now in the process of weaning the patient down; they were cutting it by 30% per week and planned to have saline in the pump by the end of the month. The physician did not plan to explant the pump due to the risk of infection. The patient was considering finding another physician. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter, product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect following pump and catheter implant. The patient reported that they were getting ready to get the pump out. The physician decided last year to remove the pump because the patient never had good relief from pain. It was noted that the battery was getting old and the physician had decided to take it out. The patient had been using a walker now because of the pump. The pump made the patient sicker and they never were able to get the physician to understand that until the patient demanded the pump be turned down. It was noted that the patient found out that the medication that the physician put into the pump, should have never been used because the patient had high blood pressure. The medication was clonidine. The clonidine was a blood pressure medication and the patient was "going into renal failure" because it was turned down so fast (30%), "almost went into renal failure." The patient waited another 24 hours. Patient inquired about leaving the catheter and pump in and wanted to know the "stats" of it would be safe or not.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that. It was noted that at some point in time, the patient experienced blisters over the implant site and over the abdomen. The patient also had cold and sinus issues, sick, and had a fever over the past few weeks. The pump medication was not reduced due to the fever. The patient was also taking oral antibiotics. On (B)(6) 2015, the medication in the pump was decreased by 30% and the low reservoir volume alarm level was changed to 0.2ml. The pump was delivering morphine (1.5mg/ml concentration, at 0.0911mg/day dose). The patient was currently on oral narcotics. The patient was seen for low back and leg pain at the aforementioned appointment. The pain was 8-9 out of 10. The pain frequency was constant and stated to be burning, numbing, sharp, and tingling. The pain was exacerbated by walking and alleviated by sitting. It was noted that the patient received 26-45% pain relief from analgesics. The pump was filled with saline, as the patient did not think the pump was helping with pain. The pump was then programmed to stopped pump mode and the alarm was going to be silencedin 48 hours. The pump reservoir volume was going to be checked in 1-2 months. It was then stated that the pump was programmed to off mode with the password on (B)(6) 2015. The decision was made not to surgically remove the pump and to leave saline in the pump to prevent the pump from denting if the patient were to require hyperbaric treatment. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) later reported that the patient described episodic periods of pain up to a week in duration that were associated with severe pain in their feet. They got rashes that appeared and disappeared on their arms. They felt hot and cold, they sweat, they urinated a lot, and they got very thirsty. They stated that this had occurred "many times" and, regarding the cause, it was not agreed on. The family said that it was from the pump shutting off the hcp "totally disagreed". There were no rotor stalls documented in the programming. The family also felt it was from the clonidine in the pump, but the hcp "totally disagreed". There was no evidence that the event was from the clonidine dose reduction, and the pump did not correlate with less symptomatology. The hcp "felt it was because of an autonomic neuropathy that the patient most likely had from his longstanding diabetes". The family disagreed with this assessment as they did not feel the patient had any neuropathy from their diabetes. The hcp provided the drugs and concentrations delivered at each withdrawal event" morphine 10 mg/ml and clonidine 1,100 mcg/ml. The doses during the patient's last episode was morphine 1.2 mg/day and clonidine 134 mcg/day. The hcp did not agree that "it was a withdrawal event because it occurred at higher concentration and at lower concentrations without any evidence of pump stoppage". The hcp stated the logs showed no rotor stalls. The patient was offered a "cathetergram" to evaluate the catheter for intermittent kinking, though the patient declined. The patient continued to have "these intermittent events" and the hcp noted they were timed sporadically. The most recent event was one week in duration which occurred this wean. The hcp stated that the patient was not receiving, by their standards, effective therapy, as they continued to have these events for which the patient blamed the pump. A motor stall with recovery in twenty minutes occurred on (B)(6) 2011. Another motor stall with recovery in ninety-two minutes occurred on (B)(6) 2011, and it was noted in the logs that the pump was checked after an MRI on (B)(6) 2011. All volume discrepancies observed were within specification. At a refill on (B)(6)2012 the actual residual volume (arv) exceeded the expected residual volume (erv), 6. 0 ml to 3.7 ml. At a refill on (B)(6) 2012 the arv exceeded the erv, 5 ml to 4.1 ml. At a refill on (B)(6)2012 the arv exceeded the erv, 6.2 ml to 3.7 ml. The medications were changed from dilaudid, ropivacaine, and clonidine to morphine, ropivacaine, and clonidine. At a refill on (B)(6) 2012 the arv exceeded the erv, 11.2 ml to 9.7 ml. At a refill on (B)(6) 2012 the arv exceeded the erv, 11.1 ml to 9.9 ml. On (B)(6) 2012 a "pump change" was noted. At a refill on (B)(6) 2013 the arv exceeded the erv, 5.3 ml to 3.2 ml. The medications were changed from morphine, ropivacaine, and clonidine to morphine and clonidine. At a refill on (B)(6) 2013 the arv exceeded the erv, 5.2 ml to 3.7 ml. On (B)(6) 2013 the pump was decreased to wean the patient off. At a refill on (B)(6)2013 the arv exceeded the erv, 5 ml to 3.2 ml. On (B)(6) 2013 it was noted that the patient was having an "episode" during the interrogation. On (B)(6) 2013 the pump dose was increased by 10%. No refill was performed at that time. On (B)(6) 2013 the pump dose was decreased 10%. On (B)(6) 2013 the pump dose was decreased 10%. On (B)(6) 2013 the pump dose was decreased 10%. On (B)(6) 2013 the pump dose was decreased 10%. On (B)(6) 2013 the pump dose was decreased 10%. On (B)(6) 2013 the pump dose was decreased 10%. The medications infused were dilaudid, ropivacaine, and clonidine.